Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on rv lead led to 2 inappropriate shocks. Noise burden has been building over the last few months. Impedance presented as normal but trends show periodic drops to below 200 ohms. Lead remains implanted. Should additional information become available, this file will be updated.